Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely due to image sensor unit cable which was kinked at the bending section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide new information. Manufacture date of the subject device has been updated. Updated fields: h4.